Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 a medtronic representative performed a navigation system planned maintenance (pm), all areas passed. Synergy cranial software upgraded. System performed as intended. On (B)(6) 2015 a medtronic representative, following-up at the site, reported the site had difficulty verifying the instrument used for registering the patient. Also, reviewed the patient archive which included points collected in space. Noted was improper tracer technique. On (B)(6) 2015 a medtronic representative, following-up at the site, reported when following-up with the surgeon about the case on (B)(6), the surgeon stated that they had problems verifying the unsterile probe and the registration was inaccurate - the surgeon did not mention how inaccurate it was. Once they used the probe from another navigation system, registration went well and navigation was accurate throughout the surgery. The medtronic representative was on site the next day to check the probe, and found that two of the spheres were not seated properly. After the medtronic representative pushed the spheres down, that seemed to correct the problem.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative attended a case with the surgeon on (B)(6) 2015. She went over tracing technique with him and two of the residents. No further allegations of inaccuracy after extra hospital staff training performed.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy with all instruments within synergy cranial 2.2.6. The direction and magnitude of the alleged inaccuracy was reported as unknown. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.